Event description:
Customer reported that a frozen cryocyte bag ruptured during storage in a nitrogen tank. The bag was torn on two sides. The volume of frozen product in the bag was 130 ml. The product had been collected on september 26, 2000. The pt did not receive the product.

Manufacturer narrative:
A batch review is pending, if significant info is revealed, a follow-up report will be generated. A query of the complaint database for this reported lot number shows no other complaints reported in the last 24 months.